Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a thoracotomy, the device did not cut with the first reload. On the second reload, only partial staples fired. Used silk sutures to oversew the staple line. There was no adverse consequence to the patient.